Manufacturer narrative:
The explanted device will not be returned to bsn for evaluation because it was discarded by the medical facility.

Event description:
A report was received that a pt's ipg has protruded through the skin. The physician replaced the pt's ipg. The pt was put on prescription antibiotics. The pt is reportedly doing well.